Manufacturer narrative:
(B)(4). The caregiver (cg) contacted baxter's technical service center to report a check lines and bags alarm that occurred on the home choice (hc) machine during fill. The cg stated the home patient (hp) fill volume (fv) = 1040 ml and there was solution in the supply bag. The cg stated she connected a new bag to the heater line. The technical service representative (tsr) advised that this should not be done and advised the cg to end therapy. The tsr advised the cg to inform the nurse of the incident. No patient injury or medical intervention was reported. A search of the patient account was conducted. Product surveillance spoke with the home patient's (hp) mother/caregiver (cg) stated therapy has been going well since incident. This complaint is for a report of a use error. During troubleshooting of an alarm situation,check lines and bags, patient connected a new bag to the heater line, during fill. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
The caregiver (cg) contacted baxter's technical service center to report a check heater line that occurred on the home choice (hc) machine during fill. The cg stated the home patient (hp) fill volume (fv) = 1040 ml and there was solution in the supply bag. The cg stated she connected a new bag to the heater line. The technical service representative (tsr) advised that this should not be done and advised the cg to end therapy. The tsr advised the cg to inform the nurse of the incident. No patient injury or medical intervention was reported.